Event description:
Nurse got electric shock while she put the drum into the denoptix, there was no pt involved but the nurse got electric shock 3 times.

Manufacturer narrative:
Awaiting investigation results; product unlikely to be returned. Upon completion of investigation, a follow up report will be submitted.